Manufacturer narrative:
MFR received date: 06 aug 2019. Date of report received: 09 aug 2019. The manufacturer¿s field service engineer (fse) confirmed the reported the touch screen failure issue. The fse replaced the touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. There was no patient involvement.